Manufacturer narrative:
The design history record was reviewed for lot 23l0215 and indicated no abnormal processing. The lot in question met all specifications prior to its release. No other complaints have been received for lot 23l0215. There have been no ncrs or capas associated with this lot. Ous flex fr IFU (p/n 40002-06-2) lists the following as a potential adverse effect: "allergic reaction to components of the I-factor flex fr including the silk component". As such, no updates are required for the IFU. Based on the information available, a causal link between the flex fr product and the allergic reaction cannot be established. The exact cause of the allergic reaction remains unknown.

Event description:
Potential allergic reaction to ifactor 25mm, or other unknown substance administered by the anestheitst. Patient started showing signs of an allergic responce just before an o-arm spin. It is thought that the ifactor was place just after the o-arm spin however this is unconfirmed. Patients systolic bp dropped to 75mmhg, adrenaline was administered which caused them tachycardia. The patient had significant bronchial constriction for the following 12- 24 hours aprox.